Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02835. The pt received his scs system on (B)(6) 2009 including two percutaneous leads from different lots. It was reported that the pt cannot increase stimulation on one of his programs. In an effort to resolve this matter, a reprogramming session will be scheduled. No additional info is available at this time.